Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain and peripheral neuropathy. It was reported that the patient turned their ins off last time they were in the hospital, which was reported to be unrelated to their device or therapy. It was reported that since (B)(6) 2016, they were having problems with their feet and with the ins on it caused their feet to hurt worse. It was reported that they did not have therapy on since (B)(6) 2016. However, it was reported that they did keep charging the ins. Last week ((B)(6) 2017), when they wanted to turn their therapy back on, they were not able to. They also tried to connect to it, but they weren¿t able to connect. They were asked what screen they saw, but the patient didn¿t know. No troubleshooting could be done due to lack of access to the product. No further complications were reported/anticipated.